Manufacturer narrative:
The product has been received and a f/u report will be provided when our investigation is complete.

Event description:
Complainant alleged that the device would intermittently not power up. Complainant did not indicate that there was any pt involvement in the reported malfunction.